Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), long prolapsed leaflet and restricted posterior leaflet for a mitraclip procedure. A transseptal puncture height of 3.7cm presented challenges in positioning the first clip (30817r1045) near the posterior grasping location. The clip was able to be implanted. A second clip (30817r1047) was placed and closed. Upon evaluation, it was noted that mr was coming between the first and second clips. The grasp was released with the second clip and a single leaflet device attachment was noted with the first clip, and the anterior leaflet was detached. Within the next 3 hours remedial measures to stabilize the slda with the second clip were carried out, however; the anterior leaflet chordae tendineae was ruptured in the process (by the 2nd clip). A chordae rupture was also caused by the slda. The second clip was removed. Additionally, a large atrial septal defect was found upon withdrawal of the steerable guide catheter (sgc). No treatment was required for the asd. In the end, it was decided to discontinue the procedure. The mr was worsened to grade 5. There was no clinically significant delay. On (B)(6) 2024, surgery was performed and the slda clip was explanted. It was noted that the clip had pinched a portion of the chordae tendinea from the posterior leaflet.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury and difficult imaging were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction to concomitant products: steerable guide catheter and 1 mitraclip.

Event description:
N/a.